Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/8/2020. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and missing teardrop label was observed. Evidence that a teardrop label being applied was observed on the sample. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was missing label information before use. The following was reported by the initial reporter: "the customer reported about missing tear drop label on the product."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was missing label information before use. The following was reported by the initial reporter: "the customer reported about missing tear drop label on the product."